Event description:
Reviewed medical record on 03/10/1999. On 02/26/1999 pt underwent laparoscopic right inguinal herniorrhaphy. During surgery the diaphragm of trocar was found loose intra-abdominally and later broke off. Diaphragm retrieved by surgeon. Pt discharged to home that same day in stable condition. No injury to pt.